Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a no delivery alarm. The blood glucose reading was 180 mg/dl. The no delivery alarm has been recurring for a few days. During a quick release test, insulin did not exit and the unit alarmed no delivery. Insulin also did not exit with a plunger push. The alarm and possible causes were explained to the customer. No further information was provided.